Manufacturer narrative:
The subject device was returned to omsc for investigation. Omsc could not reproduce the reported phenomenon. However, the insulation failure of insertion portion was detected. We disassembled the device and detected a number of rusts inside. It was also found that the jacket of the image unit cable was partially torn. The manufacturing record of the subject device was reviewed with no abnormality. The exact cause of the event could not be conclusively determined since the event was not reproduced. As the result of the investigation, we assume that a temporary short circuit of substrate due to ingress of moisture or defects such as being disconnecting of image unit could cause this event. Since air leak from the endoscope was not detected, it was possible that moisture could adhere to the venting connector or the connector of leakage tester and the user could connect them each other. In addition, because of no damage on the bending section, angulating the bending section rapidly could cause jacket cable breakage of image unit. The instruction manual of the device has already warned as follows; if the endoscopic image on the monitor should unexpectedly disappear or freeze during an examination and cannot be restored, turn the video system center off and then on again. If the image still does not appear, stop the examination immediately and place the angulation lock in the free position (see figure 2.2 on page 18). Then without touching the angulation control levers, carefully withdraw the endoscope from the patient. If a hand instrument is used, withdraw it in the safest manner before withdrawing the endoscope.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. During a prior to check before laparoscopic colectomy, the endoscopic image was not displayed. The user reconnected the video connector to the video system center once or twice but the image was not displayed. The doctor replaced the subject device with another endoscope and completed the procedure. There was no patient injury reported.